Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and cvc catheter for analysis. Signs-of-use in the form of biological material was observed on both the catheter and the guide wire. The guide wire was observed to have a two kinks/bends. One kink was near the distal end and the other was near the proximal end. The distal j-bend appeared normal and intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 78mm and 482mm respectively from the proximal tip. The overall length of the guide wire measured 601 mm which is within the specifications. The guide wire outer diameter measured .790mm, which is within the specification limits. The catheter length from the juncture hub to the distal end measured 214mm, which is within the specification limits. The catheter outer diameter measured .095", which is within the specification limits. The guide wire was passed through the distal end of the returned catheter. Resistance was observed when the catheter reached the kinks on the guide wire; however, the guide wire was able to pass completely through the catheter. Dried biological material inside the catheter body may also be contributing to the resistance. A manual tug test confirmed that both the distal and proximal welds were intact. No lot number was provided was provided by the customer. A device history record review was performed based on sales history, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." Additionally, the IFU cautions, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual examination revealed that the guide wire contained two kinks (one near the proximal end and one near the distal end). The guide wire and the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the wire was stuck in the catheter after insertion. The physician removed the wire but experienced significant resistance. The catheter and wire were removed.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates spring wire guide/catheter resistance - kinked.

Event description:
The customer reports the wire was stuck in the catheter after insertion. The physician removed the wire but experienced significant resistance. The catheter and wire were removed.